Manufacturer narrative:
Information not provided on this form is unknown as it has not been provided. Investigation pending.

Event description:
It was reported via legal notification that a female patient had initial bilateral knee replacements with exactech implants on (B)(6) 2017, then approximately 5 years, 8 months later the patient was revised on (B)(6) 2023 for a postoperative diagnosis of wear of articular bearing surface of internal prosthetic left knee joint. No complications. Discharged on (B)(6) 2023. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
H6: corrected health effect, component and investigations clinical codes.